Event description:
A customer reported that their insulin pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try charging the pump using a different wall outlet and to leave the wall adapter plugged in for at least 30 minutes.